Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was run from 230 to 520 mg/dl. Troubleshooting was performed for high blood glucose level. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion test, occlusion test, prime and excessive no delivery test. The pump was used a liquid reservoir test and run a couple bolus then monitored for any bubble¿s anomaly. No air bubbles anomaly noted during test. Insulin pump received with broken reservoir tube lip.